Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states as the consumer is driving sometimes the chair will stop, sometimes it won't.